Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with fever and worsening driveline infection. Medication was changed and parenteral antibiotics were administered. Blood cultures grew pseudomonas. It was reported that the patient expired on (B)(6) 2020. Chronic renal failure was marked with the outcome.

Manufacturer narrative:
Section b5, h1: correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not expire. The outcome was entered incorrectly for this patient.

Event description:
It was reported that the patient was admitted with fever and worsening driveline infection. Medication was changed and parenteral antibiotics were administered. Blood cultures grew pseudomonas. It was reported that the patient expired on (B)(6) 2020. Adverse event case report form was marked with the outcome as death.

Manufacturer narrative:
Section b5: correction.